Manufacturer narrative:
This supplemental report is being submitted to correct previous reporting. Please see a review of complaints was conducted and this event has been determined to be a duplicate of MFR. Report# 3011050570-2020-00021.

Manufacturer narrative:
The device was returned to the service center for evaluation. The transducer receptacle was found faulty. There were minor scratches on the housing and front panel. The foot switch strain relief damaged and missing footsteps.

Event description:
The service center was informed that during an unspecified procedure, the unit was powered on with the footswitch connected and unknown error code illuminated on the panel. The user reported that when the footswitch was activated the unknown error disappears and unit functions normal. However, the unit automatically powered on when the handpiece was attached and would not power on/off with the handpiece button. The intended procedure was completed. There was no patient injury reported.